Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that approx. 1 month after the implantation, this left ventricular lead dislodged with atrial sensing by lv lead. The patient was hospitalized and a lv lead replacement was tried but could not performed, for that reason an epicardial lead was implanted and a new crt system was implanted because the old device has not the necessary connection for epicardial lead. The device was reprogrammed to vvi.